Event description:
Jackson-pratt (7mm) drain inserted post low anterior bowel re-section and splencetomy 12/00. Surgeon attempted drain removal on the event date. Upon inspected he discovered that 80% of catheter had broken off and remained inside peritoneal cavity. No evidence of drain malfunction prior to discovery of defect. Pt returned to or for removal of ratained distal portion of catheter.